Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their bite has changed which has created a clash between the bottom and top teeth. They are unable to chew properly and has had a tooth chip and break off. The patient was examined by their dentist. The dentist exam found patient diagnosed with fractured incisal edge and possible pulpal necrosis of the mandibular right central incisor. Dentist recommended treatment for tooth # 25, composite fillings and occlusal adjustment and equilibration of the anterior sextant from severe occlusal trauma or fremitus. Patient was advised to stop aligner treatment with byte immediately as the bite has changed from class 1 to edge to edge since the treatment started. Patient also advised of the limited window to address this endodontic and periodontal issue. Further periodontal breakdown of the periodontium is expected and possible root canal treatment.